Event description:
The third surgery on (B)(6) 2012 for recurrent left groin abscess and removal of infected mesh that was placed at time of left inguinal herniorrhaphy on (B)(6) 2008. On (B)(6) 2008: left inguinal herniorrhaphy with kugel patch repair. On (B)(6) 2011: surgical drainage of infected abscess and removal of old mesh. On (B)(6) 2011: surgical exploration for recurrent left groin abscess and removal of infected prolene mesh. On (B)(6) 2012: surgical I and d of left groin abscess: several pieces of polypolene mesh found and removed.

Manufacturer narrative:
Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. A risk manager/nurse at the user facility reported the patient underwent explant of a kugel patch due to an infection more than four years post implant. The information provided indicates that the patient developed and was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to removed. An unresolved infection, however, may require removal of the prosthesis." A review of the manufacturing records was performed including a review of sterility records and there was no evidence of a manufacturing related cause for the reported event. If additional information is provided, a supplemental report will be submitted. (B)(4).